Event description:
It was reported that after the implantation of the tecnis synergy intraocular lens (iol) in the patient's left (os) eye, the patient complained of glare and halos at one (1) day post-operative visit. Patient reading measurements: 20/20 j1+. The lens was extracted and replaced with a non-johnson and johnson lens. There was no additional surgical intervention performed during the secondary procedure. The exchange was a success. The customer indicated that the lens has been discarded and not available for return. No further information was provided.

Manufacturer narrative:
The device was discarded upon removal. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.